Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination; however, the specifics were not provided. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, following discharge the patient will resume the utilization of the same liberty select cycler as before the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with abdominal pain. A peritoneal effluent fluid culture and cell count (elevated white blood cell (wbc) count, value not provided) was obtained and the patient was started on intraperitoneal (ip) vancomycin 1000 mg x 14 days (frequency determined by vancomycin trough results). The peritoneal effluent fluid cultures returned positive on (B)(6) 2020 for staphylococcus epidermidis. Causality was attributed to touch contamination; however, the specifics were not provided. Per the pdrn, the events are unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient has recovered from the events and continues to utilize the same liberty select cycler as before the events.